Event description:
The customer reported that the device failed to power up. There was no report of adverse pt impact.

Manufacturer narrative:
The customer reported that the device failed to power up. There was no report of adverse pt impact. The device was evaluated locally. The reported symptom was duplicated and the power pca was found to have caused the issue.